Event description:
Intended use: bact/alert® 3d system is an automated microbial detection test system capable of incubating, agitating, and continuously monitoring aerobic and anaerobic culture media. Note : bta3d control module, industry ¿ 210148 is not ivd; the clinical equivalent is product reference is bact/alert control module pkgd 3d - 210147. Issue description: a customer in the united states notified biomérieux after having potential false positive results in association with bta3d control module, industry (ref. 210148), serial number (B)(4). The customer reported having obtained false positive results with a cell therapy sample (blood product). He also reported delayed assistance to patient but no injuries. The images in the submitted graphs are inconsistent with standard growth patterns, and may therefore be related to other factors, such as incubator temperature. In order to investigate further, global industry customer service (gics) requested the system backup be retrieved for analysis. Despite multiple attempts the customer did not provide the backup or the answers to the following questions: what was the bottle lot number associated with the event? How much time was there from the sample inoculation to loading the bottle onto the system? What is the white blood cell count of the sample or patient? What is the sample volume? How are the bottles inoculated? Was the bottle sub-cultured or streaked to confirm the result? Note: the backup file would contain records of temperature excursions, operator errors, and load events that may provide biomérieux more insight into the root cause. At the time of the assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in the united states notified biomérieux after having potential false positive results in association with bta3d control module, industry (ref. 210148), serial number (B)(6)). Three bottle graphs were provided for bottle ids (B)(6). Two flagged positive and one is a negative control at status negative-to-date. The sample was related to cell therapy so consists of patient cells (blood product). The bottle type for these bottle ids is the bact/alert inst anaerobic industry culture bottle. The customer has not shared the bottle lot numbers. The bottle gram stain and subculture results are not shared but the customer claims these bottles are false positives. The bottle type reported in the complaint was the bact/alert® inst anaerobic culture bottle (part 259785, lot unknown). Bottles were tested on the bact/alert® 3d version b.50 system with control module serial number (B)(6) installed 06feb2018. This is a large customer with multiple 3d systems and incubation modules. Two temperatures are used for incubation on the instrument 32.5° c and 22.5° c. Note : bta3d control module, industry ¿ 210148 is not ivd; the clinical equivalent is product reference is bact/alert control module pkgd 3d - 210147 batch history record and complaint trend analysis. There is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation: a review of the observa bottle graphs is not sufficient in determining a root cause. Due to the requested backup not received from the customer for evaluation, biomérieux is unable to identify or determine any root cause.